Manufacturer narrative:
Follow-up #1: date of submission 11/13/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box revealed pump reboot events. The pump intermittently powered on with the returned battery cap. There was evidence of moisture contamination found on the underside of the battery cap. There was evidence of moisture contamination inside the battery compartment as well. A leak test was performed and failed indicating a battery compartment leak. The battery cap ¿coin slot¿ was observed to be damaged. A test battery cap was used for all testing. The battery compartment was observed to be cracked in the thread area and below the grip pad. The pump case was cracked in the upper right hand corner of the display area. The pump was exercised with the test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. The pump case was removed and there was no evidence of additional moisture contamination found inside the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was noted that the battery cap was damaged and there was moisture found in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.